Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is unknown. Date of death has been estimated as (B)(6) 2026, the same day as mitraclip procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with multimorbidity, thin and damaged leaflets, calcified annulus, and a previously implanted clip. A mitraclip xtw (51202r1068) was inserted and deployed on the mitral valve. However, post deployment, it was observed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip was implanted without issues. A third clip, a mitraclip xt (51201r1072) was then prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, and after several unsuccessful grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve. The procedure was completed with three clips implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. On an unknown date, the patient underwent open heart surgery and post-surgery, the patient died. In the physician's opinion, the cause of death was due to the surgery. The previously implanted clip was noted to be stable on the leaflet, despite the slda.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with multimorbidity, thin and damaged leaflets, calcified annulus, and a previously implanted clip. A mitraclip xtw (51202r1068) was inserted and deployed on the mitral valve. However, post deployment, it was observed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip was implanted without issues. A third clip, a mitraclip xt (51201r1072) was then prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, and after several unsuccessful grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve. The procedure was completed with three clips implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. On an unknown date, the patient underwent open heart surgery and post-surgery, the patient died. In the physician's opinion, the cause of death was due to the surgery. The previously implanted clip was noted to be stable on the leaflet, despite the slda. Subsequent to the previously filed report, additional information was received: it was clarified that during the mitraclip procedure on (B)(6), 2026, the mitraclip xtw (51202r1068) did not fully detach from the anterior leaflet. The clip had partially detached from the anterior leaflet and remained fully attached to the posterior leaflet (partial clip movement), and it was observed that the anterior leaflet was damaged. Despite the partial clip movement, the clip was noted to be stable on the leaflet. On the following day, (B)(6), 2026, the patient underwent open-heart surgery for mitral valve replacement. Post procedure, the patient died. In the physician's opinion, the cause of death was due to the surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The event was reviewed by an abbott director of medical affairs. Based on available information, the reported partial clip movement appears to be related to challenging patient anatomy (barlow's anatomy). The reported tissue injury and mitral regurgitation appear to be related to challenging patient anatomy (thin leaflets, barlow's anatomy). The reported death is related to follow-up cardiac surgery, per case details. The reported patient effects of mitral regurgitation, death, and tissue injury, as listed in the mitraclip g5 system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2507.